Manufacturer narrative:
The ventilator was reported by the hospital. No information has been received regarding the service measure and no part was replaced. No new events on this ventilator have been reported until this date. Evaluations of the received device logs show matching event on the reported event day, between may 22, at 15:40 and 18:00, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior and after to this ventilation period. As no goods were returned for investigation and no information regarding the service measures, the cause of the reported failure could not be determined.

Event description:
Manufacturing ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. Manufacturing ref. #: (B)(4).